Event description:
Spo2 [saturation of peripheral oxygen] adapter cable failed to provide reading from finger probe to machine. Cable replaced and reading obtained. This caused a delay in patient care, no known harm at this time.